Event description:
On (B)(6) 2016 pt called and said port needle became disconnected from tubing and he was laying in puddle of blood. His home care nurse had been out to change the needle before he notified our staff. Pt brought old needle and tubing to our office on (B)(6) 2016 when he was getting a cbc check.